Event description:
Patient intubated and connected to ventilator. It was noted that the ventilator did not appear to be providing adequate ventilation volumes to the patient. The external single use filter was removed and another external single use filter was placed on the breathing circuit which resolved the problem immediately. FDA safety report ID #(B)(4).